Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited oversensing and brady pacing was not delivered when required. Also, the p waves were fluctuating from 13 to 1 mv. It was noted that impedance was stable. Also, it was reported that the communicator was not connecting with the device. Technical services (ts) discussed that the device connected within the last two weeks. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead exhibited oversensing and brady pacing was not delivered when required. Also, the p waves were fluctuating from 13 to 1 mv. It was noted that impedance was stable. Also, it was reported that the communicator was not connecting with the device. Technical services (ts) discussed that the device connected within the last two weeks. Additional information was requested from the field. This ra lead remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.